Event description:
Attempted to retrieve pic catheter from right basihic vein after pt noticed tip was missing at home in the evening. He came to ER, x-rays taken, dr called in, dr unable to retrieve catheter. Pt transferred to hosp for heart catheterization asap.